Manufacturer narrative:
(B)(4).

Event description:
It was reported that the support clip of the pt's stimloc system failed to adequately secure the lead. The physician used a silk tie to further secure the lead. There was no pt injury. The pt recovered without sequela. No further details were provided at the time of this report.